Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6)2024, after 3 hours of insertion. Insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available